Manufacturer narrative:
Investigation summary: bd received one video which displayed a 20ga unit in a package. The package was maneuvered to display all sides. The video displayed the package to be warped. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. This defect may occur during the packaging process with the forming of the bottom web from incorrect parameters. There are also external conditions for example: exposure to extreme heat during transit or handling of the units which causes the packaging to melt and warp. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that nexiva 20 ga x 1-1/4 in single port package was damaged. This occurred on 200 occasions before use. The following information was provided by the initial reporter: each of product packages was suspected to be heated by high temperature, there was shrinkage phenomenon, the number of same batch products with this problem were about 200, customer had already counted about 160.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 20 ga x 1-1/4 in single port package was damaged. This occurred on 200 occasions before use. The following information was provided by the initial reporter: each of product packages was suspected to be heated by high temperature, there was shrinkage phenomenon, the number of same batch products with this problem were about 200, customer had already counted about 160.